Manufacturer narrative:
Upon completion of the investigation it was noted that it was not possible to investigate the complaint as the device was not delivered to the complaints department. The device was lost. A non-conformance was opened to address this issue. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device lost.

Manufacturer narrative:
The lot number has been provided. A review of manufacturing records was performed. No discrepancies were noted when the device was released to stock.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Some pieces of brain tissue have gone into the inside of shunt which blocked the csf way.